Manufacturer narrative:
(B)(4): the meter was found to have a leaking battery and battery contacts were corroded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting. Replacement products were sent to the patient.